Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In order to be able to recapture the valve, the delivery catheter system (dcs) was designed with spines in the capsule and shafts that change the bending characteristics of the device depending on the plane. However, in a small number of extreme patient anatomies, this design can limit maneuverability and the dcs will not be able to advance through the anatomy. Additionally, some anatomies may induce a kink in the capsule between the catheter tip and the inflow crowns of the transcatheter aortic valve which can also cause advancement difficulties. The computed tomography (CT) files were received for review and 3d reconstructions of the patient anatomy were completed, and showed lower abdominal tortuosity, multiple curvatures in the anterior/posterior plane, and a kink in the aortic arch. These features were among the anatomical features that were identified that may increase advancement difficulties; thus, the root cause of the advancement difficulties was confirmed to be the patient anatomy. The angiographic record of the procedure was also received for review, including cine images that show the advancement difficulties in the aortic arch. The orientation of the dcs spines cannot be seen in these images, but the capsule kink was evident. Additionally, the cines showed evidence of force on the device as the operator attempted to overcome the advancement difficulties. The capsule did not initially advance and the applied force caused the capsule bend radius to decrease and the relative ¿height¿ of the capsule in the image to increase, potentially interacting or pushing against the native anatomy. The force applied on the dcs eventually caused the capsule to advance, however, the next set of cine images confirmed the vessel trauma. Given this information, the root cause above- excessive force applied to the device due to advancement difficulties- was confirmed for this event. Vessel injury and patient death are known adverse patient effects per the instructions for use.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while crossing the angled and calcified arch of the aorta with the delivery catheter system (dcs), resistance was felt. The physician pushed the dcs but could not advance through the aorta. The guide wire was re-positioned. It was attempted to advance through the aorta again and the kinked part of the aorta was able to be passed. However, a perforation of the aorta was noted and the implantation was stopped immediately. Subsequently, the patient died after an unsuccessful closure of the perforation. The physician reported that the dcs caused the perforation due to the unusual angle of the aorta, a kink in the aortic arch, and calcification in the aortic arch. An autopsy was not performed.

Manufacturer narrative:
Corrected information: sex.